Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that out of the box the left rear wheel was broken.

Manufacturer narrative:
Complaint of the dealer states that out of the box the left rear wheel was broken. Was confirmed. Product was returned for evaluation. Return fields in (B)(4) state: left wheel out of round; chair three wheels. Underlying cause could not be determined.

Event description:
Product was returned for evaluation. Return fields in (B)(4) state: left wheel out of round; chair three wheels. The dealer states that out of the box the left rear wheel was broken.